Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate episodes of right ventricular (rv) noise and a subsequent signal artifact monitoring (sam) event. It was discussed that the rv noise could be the result of minute ventilation (mv) over-sensing. Additionally, the rv lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). It was recommended to perform lead troubleshooting at the next in-clinic follow-up appointment. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate episodes of right ventricular (rv) noise and a subsequent signal artifact monitoring (sam) event. It was discussed that the rv noise could be the result of minute ventilation (mv) over-sensing. Additionally, the rv lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). It was recommended to perform lead troubleshooting at the next in-clinic follow-up appointment. At this time, the system remains implanted and in-service. No adverse patient effects were reported.